Event description:
On (B)(6) 2013, the reporter contacted animas, alleging intermittent button response. The "up" button has produced a delayed response starting two to three weeks prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/14/2013 with the following findings: the keypad cover was found to be peeling and lifting along the ¿display¿ side of the cover. During testing, the up arrow and contrast keypad buttons were found to be delayed/intermittently unresponsive and required multiple button presses with increased force to engage; the down arrow and ok buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no visible signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the opening of the battery chamber extending down to the side of the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.